Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, left hip. When implanting the stem, the stem subsided in the patient's femur twice. Surgeon reported the likely cause was a femur fracture and implanted a new stem with additional cables. No x-rays were taken to confirm the femoral fracture. Patient's bone quality was reported as very good. A surgical delay of approximately 5-10 minutes was reported.

Manufacturer narrative:
An event regarding subsidence and an intraoperative fracture involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the returned device was examined by a materials analyst, the following was noted: ma: damage consistent with attempted implantation was observed on the stem in addition to contact against a hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the event and exact cause of the event could not be confirmed or determined because insufficient information was provided. Additional information, including operative reports and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Primary procedure, left hip. When implanting the stem, the stem subsided in the patient's femur twice. Surgeon reported the likely cause was a femur fracture and implanted a new stem with additional cables. No x-rays were taken to confirm the femoral fracture. Patient's bone quality was reported as very good. A surgical delay of approximately 5-10 minutes was reported.